Event description:
A precisor pulmonary biopsy forcep failed during a bronchoscopy. Two biopsies were done, but at the third, a section of the jaw remained lodged in pt's right lung. Physician attempted to dislodge that portion for an hour but was unsuccessful.